Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the implantable pulse generator (ipg) exhibited an "abnormality" and the ipg "was not connected to the heart" as the pacing lead was dislodged. The pacing lead was repositioned and remains in use. No patient complications have been reported as a result of this event.